Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced three failed infusion sets from the referenced lot, including one set that fell off and multiple attempts where the system was unable to prime or proceed, consistent with a complete blockage associated with the tubing; blood glucose at the time was 175 mg/dl, and alarms for restart/malfunction and unable to proceed during fill tubing were reported, with replacement supplies provided and troubleshooting and education completed. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communications problem was identified and the device problem was consistent with a complete blockage localized to the tube component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.